Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements of 1,000 ohms in bipolar configuration and 1,400 ohms in unipolar configuration. Approximately six years later, the rv pacing impedance measurement increased to greater than 2,000 ohms. A revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.